Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the drg ipg site. Reportedly, the patient uses a wheelchair and the pressure on the ipg site from the chair causes pain. Consequently, surgical intervention was taken and the ipg was moved from the patient's lower back to her abdomen. The relocation of the ipg resolved the issue of pressure from the wheelchair.